Manufacturer narrative:
The reported event of "the device would not take proper shape", could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. During procedure, as the device was being deployed inside the patient, the device would not take proper shape, described further as "not align in same axis". The device was exchanged for a non-abbott device. The patient was reported to have been discharged home. No further information is available.